Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently increased to "high" on cgm. Customer administered a manual dose injection to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.